Event description:
Customer reported hospitalization due to high blood glucose. Customer was vomiting, thirsty and unaware of surroundings. The insulin pump was dying out; batteries not charging the insulin pump. Diagnosed diabetes ketoacidosis. Hospital treated with IV drip; the blood glucose was unreadable. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional test, including the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No unexpected blank display anomalies were noted. The insulin pump alarmed unexpectedly for a weak battery due to a corroded battery tube. No unexpected battery out limit alarms were noted. The sensor feature worked properly. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.